Event description:
Healthcare professional reported right side "intracapsular rupture." Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: observed wear abrasion on the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "intracapsular rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Event description:
Healthcare professional reported "intracapsular rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.